Event description:
In addition to an oil leak reported by the customer, the fse reported that the tube arced and caused intermittent communication error messages during testing. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and recommended the replacement of the x-ray tube, but no conclusion can be drawn as further repair info is not available at this time.